Manufacturer narrative:
G5:510(k)#: k102985. B4:23jul2021. It was reported to philips that the device's touchscreen was misaligned. The device was reported to have kept operating when the touchscreen failure occurred. There was no medical intervention. A ventilator swap was not necessary, and there was no delay in therapy. The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No-fault was found.

Event description:
It was reported to philips that the device's touchscreen was misaligned. The device was reported to have kept operating when the touchscreen failure occurred. There was no medical intervention. A ventilator swap was not necessary and there was no delay in therapy.